Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report accuracy concerns with his plink meter. Believes readings are inaccurate. Analysis run on clark error grid using mean avg. Reading (568, 335, 174) yielded some data points in the c/d range of the grid, outside acceptable limits.